Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 closed but drawer was closed. A field service engineer removed the back panel and identified that the inseparable magnet was missing from the latch assembly. The inseparable latch was replaced, and the station was restarted. The hardware test application was run with no further issues observed. After restarting the station, the escort successfully recovered the previously failed drawer 6. The system functioned as intended after the field service engineer repaired the device.